Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) exhibited over sensing of atrial signals on the lv lead channel at a presenting electrogram (egm). Furthermore, after health care professional review of the egm, some atrial pacing intervals were determined to be sensed by the lv lead. It was recommended to check different sensing configurations around polarity and or adjusting sensitivity. A potential lead movement was suspected as it was recently implanted. No adverse patient effects were reported. The lv lead and the crt-d remain in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.